Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 560 mg/dl. Reportedly, the customer did not address high bg and continued to use the pump for insulin therapy.